Event description:
It was reported that during surgery, when the rag screw drill was inserting, the drill tip was fracture. The broken tip fell on the patient and was then removed from the patient body. The surgery time was extended 15 minutes.

Manufacturer narrative:
The affected device was returned and evaluated. The visual inspection of the lag screw drill confirmed the complaint that the tip has fractured. The cutting flutes closer to the fracture also exhibit signs of wear and use. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.